Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the screw of the lead was suspected to be partially extended out of the box. The lead exhibited placement difficulty and got stuck on some tissue suspected on a leaflet of the tricuspid valve. The physician tried to retract the screw to free up the lead but it was still stuck. The physician tried to extend and retract the screw a couple times to free it up but still did not work. The physician then pulled the lead out with a little force. Upon inspection of the lead, there was tissue around the screw and screw was extended to take off the tissue. The screw mechanism worked appropriately and the lead was placed back in the right atrium with good measurements. No patient complications have been reported as a result of this event.